Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for glucose on a cobas 6000 c (501) module. The initial result was 556.6 mg/dl. This result was reported outside of the laboratory where it was questioned by the doctor. The result from a bedside glucometer was 118 mg/dl.. The sample was repeated as the initial high result did not match the result from the glucometer. The repeat result was 114.6 mg/dl. The repeat result was believed to be correct.

Manufacturer narrative:
The glucose reagent lot number and expiration date were not provided. The field service engineer (fse) completed preventive maintenance actions and decontaminated the instrument. The customer ran calibration and qc. Calibration and qc data were not provided. The customer stated calibration and qc was acceptable. The sample was spun down for 3 minutes at 8000 revolutions per minute (rpm). This spin speed may be too fast and the spin time may be too short. The service actions resolved the issue.